Manufacturer narrative:
Additional information was received indicating the issue was found during testing.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. No errors were found in the event history log (ehl) that related to the reported product problem. The pump was found to be running a little loud during the syringe delivery test. The reported product problem was therefore confirmed. The issue occurred because multiple drive train components were worn. The problem source of the reported product problem was unknown. A root cause was not established. The stepper motor, leadscrew, and clutch halves were replaced as a preventative measure.

Event description:
It was reported that the drive train on the medfusion pump was noisy. No patient injury or complications were reported in relation to this event.